Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a visual inspection of the pump showed heavy corrosion on the positive (+) battery terminal in battery compartment. The pump was not able to be powered on; a total system power failure occurred and was not able to be adequately investigated for the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: animas was unable to successfully submit this case, that was complete and ready for transmission, by the due date due to esg product issues at the FDA.